Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prostheses implantation with two unspecified mentor gel implants in 2005 reported that after five years of implantation, she had to leave her career due to her symptoms. The patient reported autoimmune issues, endocrine gland issues, and kidney damage. No date of explantation was reported, however the patient may have undergone explantation. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the right breast prosthesis.